Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. After replacing the main keypad assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the on/off button on their device would intermittently not respond. There were no reports of patient use associated with the reported event.